Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the patient¿s atrial lead exhibited noise. Programming changes were performed. There were no patient consequences.